Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that: the device has not been returned to livanova thus no investigation on the device will be performed. The customer communicated that he¿s going to discard the unit due to its age (9 years old). Maintenance on involved heater-cooler 3t unit is performed also by a third-party company; customer sent the device to it after first m. Chimaera device contamination (MFR report number 9611109-2024-00345) in april 2024 to dry out heater cooler and store it, and then it was put again in service after september 2024. Device instructions for use are followed by the customer regarding the two weekly disinfection and is not followed in case the machines are being stored and not used (the third party company dries the machine out and store it on site). Thus, when the device is stored dry and not used, the device is not cleaned every 14 days as prescribed by IFU. Moreover, there is no evidence that the h2o2 level is monitored daily during device use. Importantly, the customer stated that following to previous positive samples in 2024, the device was cleaned, dried and stored out of use from may 14, 2024 up to january 14, 2025. During this time, the device was used for an emergency case on (B)(6) 2024. As reported by the customer, the device underwent routine sampling and received negative testing on january 21, 2025 which is after the device cleaning and storage indicating that the device got likely contaminated afterwards during use between january 14, 2025 (when the device was put back into service) and april 4, 2025 (when the samples were taken). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: based on the investigation findings, it can be concluded that deviation from IFU led/contributed to the reported issue. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler the resulted positive in past (MFR report number 9611109-2024-00345) and the tested positive again (B)(6) 2025. Unit now decommissioned and replaced. The system is 9 years old and has been cleaned as per IFU. It is not confirmed if the water is tested daily. They then dried and cleaned the machine and tested again. They said the results showed negative on the second test so put it back into rotation for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the 3t heater cooler tested positive to m chimera in (B)(6) 2024. There is no report of any patient injury.